Event description:
It was reported that the customer was having problems with the quick set and reservoir. Customer stated the reservoir was leaking. Customer woke up with a blood glucose of 590 mg/dl and used 300 units of insulin. His blood glucose readings were 123, over 300, then 202 mg/dl as the most recent at time of call. Customer also stated the leak was between the p cap and the reservoir connection. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.